Event description:
It was reported that the customer received a continuous glucose monitor error (cgm) 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and assisted the caller through the process, after which the pump did not display the cgm error code again.